Event description:
It was reported that during an unspecified coronary artery percutaneous coronary interventional (pci) procedure, a shaft break occurred. Vascular access was obtained through the femoral artery. Upon attempting to insert the 15mm x 4.0mm quantum maverick mr balloon catheter into an unspecified guide catheter, the physician bent the shaft of the balloon catheter. While manipulating the balloon catheter inside the guide catheter, the shaft broke. It was reported that the physician removed the balloon catheter before it entered the patient's body. The procedure was successfully completed with another of the same device. No pt injury or complications were reported. The patient's status was reported as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.